Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences overstimulation in the back and legs, regardless of stimulation. The patient experienced a fall a couple of weeks ago. Diagnostic testing revealed no anomalies. The physician explanted and replaced the leads which resolved the patient's issue.